Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Evaluation of the logs indicated that the arm cart assembly experienced a robotic arm joint 5 redundancy check failure, with one of the references switches on the z-slide being triggered while exceeding the expected position range. An error code for 'arm non-recoverable error - robotic arm joint 5 position failure' was observed. Additionally, the logs indicated that the arm cart failed calibration due to a failure of the setup arm joint 4 brake torque self test. The arm cart passed calibration after retry. Review of the field service notes indicated that the arm cart assembly was reported to have experienced multiple calibration errors. Due to the observed robotic arm joint 5 error observed in the logs, belt tensioning of the z-slide was carried out to be within the tolerance range. Then the arm cart calibration successfully and is ready for use. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a robotic arm joint 5 (z-slide) redundancy check failure. Additionally, the investigation detected a secondary unreported condition. The root cause of brake torque failures during calibration was determined to be a degradation in the holding force of the brakes resulting in brake self-test failures caused by contamination of the brake pads and brake discs by grease/oil from a bearing located close to the brakes. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively, while docking the arm cart assembly, it triggered a non-recoverable error. The issue was resolved after rebooting the arm cart assembly. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively, while docking the arm, the arm triggered a non-recoverable error. The issue was resolved after rebooting the arm. There was no patient involvement.